Event description:
A customer experienced an elevated blood glucose level of 652 mg/dl with large ketones a healthcare provider deemed life threatening on (B)(6) 2025. This resulted in the customer visiting the emergency room, being admitted to the ICU, and receiving IV saline and insulin treatment, which successfully resolved the issue without any reported injuries or permanent damage on (B)(6) 2025. The customer had tried resolving the issue by bolusing through the pump and changing the infusion set and cartridge. The technical support team was unable to conduct a pump system check due to the customer losing the usb cable, but they reviewed the logs and found no related alerts or alarms.